Manufacturer narrative:
Product analysis the device was returned with the balloon in a post inflated state with no evidence of twist, (photo 3). An indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 8atms with no twist visible, the balloon was then inflated to its rated burst pressure (rbp) of 14atms with no twist visible, (photo 5). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a nanocross pta balloon catheter device for patient treatment. No abnormalities reported in relation to anatomy. It was reported that there was a balloon twist noted during the procedure. A new medtronic device was used successfully to complete the procedure. No patient injury reported for this event.